Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Examination of the device found that the device was severely elongated on the distal section and the spring tip was unraveled. The core wire was fractured approximately 299cm from the proximal end. Approximately 2mm of the ballweld section had fractured and detached from the corewire section. Sem analysis of the fractured wire showed fatigue striations and a central zone with dimple ruptures. The fracture was due to fatigue in a bending cyclic motion. No material anomalies were found. The outer diameter of the device was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2011. It was reported that during preparation for an endovascular aneurysm repair, an unraveled guide wire tip occurred. This 300cm meier guide wire was being removed from the dispenser hoop when the distal tip of the wire "unwound". It was reported that the tip of the wire unraveled and that the tip remained attached to the rest of the wire. The wire was not used. The procedure was completed with another meier guide wire. No patient complications were reported and the patients' status is stable. However, returned device analysis revealed a fractured core wire.